Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after inserting the trocar into the patient during a laparoscopic partial gastrectomy, the obturator was difficult to remove that they had to drag the device a lot that cannula would come out from the patient. They used the same device to complete the case. There was no patient injury.